Event description:
It was reported that during a nephrolithotomy, as they were pulling out the catheter, the wire also came out so they lost access. When they tried to regain access, the second wire bent and perforated the diverticulum and the calyx. They were able to remove the stone. The pt has a bruised kidney which they are allowing to heal. Visual examination of the returned catheter confirmed the tip of the catheter was distorted(squeeze on each side of the catheter). No other damages were found. However, there was sufficient amount of brown residue in the lid. The catheter was soft and pliable. No guidewire was returned for evaluation.